Event description:
During a surgical procedure, the ceramic tip of the inner sheath detached and fell into the pt's bladder. The tip was retrieved from the pt with no pt harm.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off at the tube. A small amount of the ceramic tip remains securely glued inside the distal end of the sheath tube. Minor dents are noted along the length of the steel tube. Conclusion: excessive lateral force exerted on the instrument during insertion or removal from the cysto sheath is the most likely cause of the failure. The minor dents on the tube are an indication of this type of abuse. This mishandling is cautioned against in the instructions for use manual that is shipped with the instrument. Another noted cause has been determined to be customer abuse that occurs due to mishandling of the instrument such as dropping the instrument, hitting the tip against other instruments or against sterilization containers. Warranty denied due to customer abuse.